Manufacturer narrative:
Block b3: exact date unknown, event occurred in august 2025. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7082463. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7082321. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 34479887. UDI: (B)(4).

Event description:
It was reported that the patient was consuming significant battery energy due to lead migration, which was confirmed through imaging. It was also noted that the coverage was affected. No device malfunction was suspected. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. All explanted devices were not returned due to facility policy.